Event description:
It was reported that filter detachment occurred. A 300 cm filterwire was selected for use. During the course of the procedure, it was noted that the filter separated. The filter did not fall off and just slide to the end of the wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 12/01/2023 as the exact event date was not reported.

Event description:
It was reported that filter detachment occurred. A 300 cm filterwire was selected for use. During the course of the procedure, it was noted that the filter separated. The filter did not fall off and just slide to the end of the wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: date of event was approximated to 12/01/2023 as the exact event date was not reported. Device evaluated by MFR: the device was returned for evaluation. The wire returned inside the delivery sheath and the filter bag came back in undeployed state. The spring tip was bent and stretched. The wire was kinked before filter. The pouch of the original box was returned, and it was observed that the pouch information matches with the complaint information. Under microscope magnification the spring tip was bent and stretched. Also, the wire was kinked before filter. Sheathing/unsheathing could not be performed, since the wire was kinked. No other issues were identified during the product analysis.